Event description:
Customer reported air bubbles in her reservoirs. The issue has been going on for a long time. She stated every time changes reservoirs, she gets air bubbles. She primes them out properly, but she notices the bubbles during bolus deliveries. Customer stated sometimes there is a big air bubble that prevents insulin from passing through. Customer's blood glucose is 453 mg/dl. She declined troubleshooting for high blood glucose because she already did it at the doctor's office. Replacement reservoirs were sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).